Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. The fse checked all pipetting positions, adjusted the diluent bottom and sample cup positions. Then the fse ran detection on the cup and tube and adjusted both positions. The fse then update the slave installation and touch panel software. Then the fse rerouted the tubing from the pressure transducer to the specimen syringe due to it interfering with the pipettor arm. Also, the fingers on the sample height unit were checked and the fingers flex back and forth normally. A quality control run was performed by the fse and the results were within range and without any errors. Instrument is functioning as intended and was released. No further actions are required by the fse. A 13 month complaint history review and service history review for similar complaints was performed through the aware date. There were three (3) similar complaints identified including this one during the searched period. The aia-360 operator's manual section 7-1: list of error messages states the following: 2011 air detected [sample] description: there is no contact with the liquid surface after sample suction. Troubleshooting: contact the service department. The most probable cause of the reported issue was due to the tubing interfering with the pipetting arm. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 2011 air detected (sample) on their aia-360 instrument. The customer requested an fse for service. The reported event resulted in delayed reporting of e2, prog ii and bhcg patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.